Event description:
A pca pump screen was showing empty (indicating the contents of the infusion bag had infused into the pt). When changing the (pca infusion) bag, the bag was found to be full and the (blue) clamp of the tubing was still intact (clamped). The pca pain medication had not infused for three days. The pt complained of inadequate pain relief. (These pumps are examined annually as part of a preventative maintenance program prior to use. This device was checked by the facility's biomedical engineering dept after this event. The biomed testing consisted of: determined the settings, attempting doses of medications, completing an operational check and attempting to duplicate the failure. Because the biomed dept could not duplicate the failure, the pump was sent to the MFR for evaluation. However, prior to sending the pump to the MFR, the biomed dept did suggest user error may have been a factor since the blue clamp was not released. The biomed dept still is not sure if this was a questionable pump failure versus user error. The biomed dept also suspected that since the pump has no upstream occlusion alarm, the staff was not alerted of the bag clamp remaining closed which has been a problem with this device for the facility in the past. The device does have a downstream occlusion alarm and it was functional. The staff have had reservations about this device because this problem occurred in the past. These pumps are leased to the facility. These pumps are being replaced with a newer model that has both upstream and downstream occlusion alarms. Staff training will be initiated with the new pumps. There were no unusual activities or circumstances surrounding the use of this deivce. This site also submitted a report regarding a different pca pump but the same model. Deivce usage problem: device malfunction-that is, the device did not do what it was supposed to do, device failed (e.g. Broke, couldn't get it to work or stopped working.